Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer went to the emergency room (ER) due to a blood glucose (bg) level of 290 mg/dl. The cause of the elevated bg level was unknown. Bg was treated via an unspecified insulin treatment. The customer declined further troubleshooting with tandem technical support (cts), and declined to provide additional information. System check with cts confirmed the pump was functioning as intended.